Event description:
It was reported that during a thyroidectomy procedure, the output was very slow on minimum power. Used a second like device to complete the case with no pt consequence.

Manufacturer narrative:
D4; h4, 6: info anticipated, but unavailable at this time.